Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during cataract extraction and intraocular lens (iol) implant procedure, the iol was loaded into a company cartridge then placed into the company injector. The surgeon then stated that the injector was not pushing the lens through the cartridge. The injector was removed from the patient eye. The nurse assisting stated it looked like the lens was crumpled inside of the cartridge and asked for a new lens and cartridge. After that case was completed, was able to see that the tip of the cartridge was not hollow and would not allow the lens to be injected. The lens did not touch the patient but the injector that the lens was stuck in did. They opened a new cartridge and iol lens. There was no harm to the patient and no patient issues identified. Additional information has been requested.

Manufacturer narrative:
The company cartridge was returned loose in a bag with the lens case. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The cartridge tip was not blocked. The tip was open and no damage was observed. The lens was returned in the cartridge. The lens had been broken into pieces. Part of the optic was at the nozzle entry area. The rest of the lens was the parting line. The trailing haptic was broken. The optic had damage that may indicate a plunger underride occurred. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens pieces were removed during cleaning. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. The nozzle was scraped, which appears to have been caused by the handpiece plunger. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported issue may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. The cartridge tip was not blocked. The tip was open. The lens was returned in the cartridge. The lens had been broken into pieces. Part of the optic was at the nozzle entry area. The rest of the lens was the parting line. The trailing haptic was broken. The optic had damage that may indicate a plunger underride occur. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. The nozzle was scraped, which appears to have been caused by the handpiece plunger. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer's recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).